Manufacturer narrative:
The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours. No problems were found that would contribute to the reported communication error, the cause of which could not be determined. The exposed portion of the soft cannula was observed to be stretched, resulting in the formed needle piercing the unexposed portion. Fluid failed to flow through the complete fluid path as a result. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia while wearing the pod between 4 and 24 hours. The patient experienced a communication error during operation. No blood glucose readings were reported. The pod was filled with at least 85 u of insulin and double beeped after it was filled. The patient was sleeping at the time of incident. No additional information was available.